Manufacturer narrative:
Section d6a / d6b: implant and explant dates added. This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Event description:
The complainant reported that the patient¿s intra-aortic balloon pump (iabp) was scheduled to be escalated to the impella cp. The device had ¿position low¿ alarm resulting in suction alerts. The impella cp was pulled back from the atrioventricular annulus; however, the suction alarms persisted. One liter of normal saline was given to the patient to rule out hypovolemia as the cause of the suction alarms. The impella cp was explanted, and a new device was implanted.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.